Event description:
It was reported that two times, this cardiac resynchronization therapy pacemaker (crt-p) triggered a lead safety switch (lss) as a result of a left ventricular (lv) lead impedance measurement just above 2000 ohms. This measurement is still within range measurement for this lv lead. Subsequently, device reprogramming was performed. At this time, the product remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.